Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery did not pass battery test. This is reported as a defect on arrival. There was reportedly no patient involvement.

Manufacturer narrative:
.